Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the connector of the lead was extrinsically bent. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a bend was noticed on the connector pin of the lead before implantation. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.